Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation the technician discovered an interconnect cable that was disconnected, indicating the customer attempted repair of the device. The interconnect cable was replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device halts after partial boot cycle. Complainant indicated that there was no patient involvement in the reported malfunction.